Event description:
On december 02nd, 2019 a conference call was held with the surgeon, about the ongoing pmcf for the rosa one device. The surgeon transmitted information about adverse events that he recorded. An incorrect k-wire positioning (too medial) was noted during an intra-operative CT-exam. A per-operative re-positioning was performed. The surgeon detailed that the patient had an instable anatomy related to trauma and patient reference on iliac crest. Spine movements were not transmitted to the iliac crest. Level of spine treated l3. According to the gertzbein and robbins classification system, the pedicle screw or guidewire accuracy was grade a (0mm) for the eight trajectories. According to the surgeon the severity is mild. Relation to device: probably relation to instrument: not related relation to procedure: definitely.

Manufacturer narrative:
A full analysis of the data logs could not be performed due to that data were never provided despite multiple attempts to retrieve them. The event is non-verifiable and the technical root cause cannot be determined. Corrected data: - b4 date of this report. - d4 lot number. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes. - h10 additional narratives/data.

Event description:
On (B)(6) 2019 a conference call was held with the surgeon, about the ongoing pmcf for the rosa one device. The surgeon transmitted information about adverse events that he recorded. An incorrect k-wire positioning (too medial) was noted during an intra-operative CT-exam. A per-operative re-positioning was performed. The surgeon detailed that the patient had an instable anatomy related to trauma and patient reference on iliac crest. Spine movements were not transmitted to the iliac crest. Level of spine treated l3. According to the gertzbein and robbins classification system, the pedicle screw or guidewire accuracy was grade a (0mm) for the eight trajectories. According to the surgeon the severity is mild. Relation to device: probably // relation to instrument: not related // relation to procedure: definitely.

Manufacturer narrative:
Corrected data: b1 report type. B4 date of this report. G4 date received by manufacturer. H1 type of reportable event. H2 if follow-up, what type. H6 event problem and evaluation codes. H10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
On (B)(6) 2019 a conference call was held with the surgeon, about the ongoing pmcf for the rosa one device. The surgeon transmitted information about adverse events that he recorded. An incorrect k-wire positioning (too medial) was noted during an intra-operative CT-exam. A per-operative re-positioning was performed. The surgeon detailed that the patient had an instable anatomy related to trauma and patient reference on iliac crest. Spine movements were not transmitted to the iliac crest. Level of spine treated l3. According to the gertzbein and robbins classification system, the pedicle screw or guidewire accuracy was grade a (0mm) for the eight trajectories. According to the surgeon the severity is mild. Relation to device: probably // relation to instrument: not related // relation to procedure: definitely.